Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc- (B)(4).

Event description:
It was reported that a male patient (180lbs) in his middle 50s underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and suffered a cardiac tamponade requiring pericardiocentesis. When going transeptal, they were able to get the needle across when they attempted to use the vizigo¿ sheath. The bwi representative stated that the septum was too thick. They replaced the vizigo¿ sheath with a sl 1 sheath and the procedure continued. After pulling the sl 1 sheath back during an atrial fibrillation procedure, the physician checked intracardiac echo (ice) and discovered a pericardial effusion. The bwi representative reported that there were no visible signs on the patient. The medical intervention provided was a pericardiocentesis and that 1,265 cc of fluid were removed from the pericardium. The patient was reported to be in stable condition and the procedure was aborted. It was also reported that the electrodes of the octaray catheter were displayed as black on the carto 3 system. The bwi representative stated that the sl1 was a little bit anterior towards the mitral annulus. They pulled the octaray catheter from the body and inserted the ablation catheter into the body. They were going to use the ablation catheter for mapping the bwi representative stated that the electrodes of the ablation catheter were also displayed as black on the carto 3 system. They pulled the sl 1 sheath back and the issue was resolved. The adverse event was discovered after use of biosense products. The physician¿s opinion of what caused the adverse event was the sl1 sheath. The patient condition improved after pericardiocentesis was performed. The patient was required to stay overnight for monitoring. The patient would have left that afternoon if the adverse event did not occur. Transseptal puncture was performed with an abbott brk needle. No ablation was performed and no evidence of a steam pop. The event occurred during transseptal phase. Ablation catheter was put across after transseptal. Abl was on low flow. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. No force visualization features were used because catheter was not zeroed yet because it was still in the sheath. No visitag module was used because no rf ablation was administered. Tracking numbers for the return of the octaray lot: 30777558l and the vizigo¿ sheath were provided as the devices were returned. Conservatively, the issue was assessed as MDR reportable against the carto vizigo¿ ¿ 8.5f bi-directional guiding sheath because they attempted a transseptal with the device and were not able to. The visualization issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
The device evaluation was completed on 05-oct-2022. It was reported that a male patient (180lbs) in his middle 50s underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and suffered a cardiac tamponade requiring pericardiocentesis. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The visualization, electrical, features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A device history record evaluation was performed for the finished device 00002017 number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)